Event description:
This spontaneous report was received on (B)(4) 2011, from a (B)(6) female consumer reporting on self from the united states. On (B)(6) 2011, the consumer used o.b procomfort super tampons. She reports that she inserted a tampon around 6:30am and at around 8:30am she went to change the tampon but could not feel it. She searched for the string and could not find it. She thought she might not have inserted one, but verified that the tampon box was empty; therefore she knows that she had inserted the tampon. She suspects the tampon is stuck inside. No further information was provided regarding tampon removal. This complaint was assessed as a non-serious adverse event. The company causality was assessed as possible. The samples were not received for evaluation. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. A lot number was not provided; therefore, the device history record could not be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.